Manufacturer narrative:
The customer reported that a monitor and display became disconnected from the mounting. Further investigation showed that no monitor or display had fallen. No patient was involved in this incident. This issue was due to an error in philips' installation of this equipment. The equipment has been re-installed. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a monitor and display became disconnected from the mounting. No patient was involved in this incident.